Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that during preparation, the xtw clip (50327r1003) was experiencing difficulties flushing the bubbles during the de-airing steps. Bubbles were observed why advancing and retracting at a very slow rate. During the final steps of prep, while torquing and translate the dc handle, more bubbles were noted. The issue was able to be resolved and the clip was implanted. To further reduce tr, an additional clip (50416r1054) was prepared and experienced the same issue. The clip also experienced difficulties flushing the bubbles. The issue was able to be resolved and the clip was implanted. An additional clip was implanted, reducing tr to a grade of <1. There was no clinically significant delay in the procedure.

Event description:
It was reported that during preparation, the xtw clip (50327r1003) was experiencing difficulties flushing the bubbles during the de-airing steps. Bubbles were observed why advancing and retracting at a very slow rate. During the final steps of prep, while torquing and translate the dc handle, more bubbles were noted. The issue was able to be resolved and the clip was implanted. To further reduce tr, an additional clip (50416r1054) was prepared and experienced the same issue. The clip also experienced difficulties flushing the bubbles. The issue was able to be resolved and the clip was implanted. An additional clip was implanted, reducing tr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.